Event description:
Sims level 1 received a report from sims canada, ltd that about half hour-hour into a surgical procedure, an anethesia physician noticed that the drip chamber of the y set was completely filled with fluid and pt was in prone position and the arm was bending from too much fluid being infused at a fast rate. The physician then determined that the fluid from the water resevoir had crossed over into the IV path. The disposable set was returned to level 1 and upon visual examination, it was noted that there was a needle-stick puncture in the top if the y-injection port. Upon destructive testing and visualization under a microscope, it was noted that there was a puncture from a needle, through the connector wall and into the IV path of the tubing.